Manufacturer narrative:
The initial MDR 2432235-2015-00532 was filed on november 19, 2015. Corrected information (12/02/2015): the initial MDR states the patient was redrawn. The same patient sample was repeated the following morning on the same instrument. Additional information (12/02/2015): at the time of the initial report, siemens was informed the patient was admitted to the hospital. The patient underwent stress tests due the initially elevated result.

Event description:
The patient sample was repeated the following morning on the same instrument. The physician ordered stress tests on the patient.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to evaluate the instrument. The cse replaced the wash dispense tubing, the sample probe syringe, the aspirate wash tubing, the wash dispense nozzle, the re-suspend nozzle, the valve manifold, the positive displacement pump and the rinse-around waste pump. The cse was accompanied by a siemens technical application specialist (tas). The tas performed quality controls and a precision run with patient sample. All results were within range. The cause of the discrepant troponin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely elevated cardiac troponin (tni ultra) was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician. The patient was admitted to the healthcare facility. It is unknown if the patient admission was related to the discordant result. The patient was redrawn after admission and the redrawn sample result was lower than the initial sample result. The initial and redrawn samples were both repeated on the same instrument and both results matched the redrawn sample's initial result. The customer reported there had been a discordant falsely elevated tni ultra result the previous week. No data was provided by the customer. There are no known reports of patient intervention or adverse health consequences due to the discordant tni ultra result.